Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture at maximum output. No sensing and impedance issue were observed. The patient has other health issues and is not dependent. At this time, this rv lead was explanted due to perforation leading to pericardial effusion. A new lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.